Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone that the insulin pump had alarmed for no delivery. The infusion set cannula was not bent, but the reservoir was empty. The customer also had a high blood glucose 600 mg/dl. The customer treated with a bolus. The insulin pump was not replaced or returned for analysis.